Event description:
It was reported that a patient with a history of behavioral issues experienced a cardiac arrest of unknown cause following a procedure involving the harmony-25. At the time of the event, telemetry was not connected, making it unclear whether ventricular tachycardia or bradycardia occurred. The patient was subsequently intubated. There was a prolonged period without adequate circulation. Additional information was received that the cardiac arrest occurred the day of the valve implant. The patient was declared brain dead and died four days later. Computed tomography (CT) imaging, an echocardiogram and an angiogram were performed prior to the death and the valve and coronaries appeared fine. It was reported that the cause of the event is not known and may not be valve related, but an arrhythmia was assumed.

Manufacturer narrative:
Updated: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of behavioral issues experienced a cardiac arrest of unknown cause following a procedure involving the harmony-25. At the time of the event, telemetry was not connected, making it unclear whether ventricular tachycardia or bradycardia occurred. The patient was subsequently intubated. There was a prolonged period without adequate circulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Additional annex e codes additional codes. Additional annex f codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of behavioral issues experienced a cardiac arrest of unknown cause following a procedure involving the  harmony-25. At the time of the event, telemetry was not connected, making it unclear whether ventricular tachycardia or bradycardia occurred. The patient was subsequently intubated. There was a prolonged period without adequate circulation. Additional information was received that the cardiac arrest occurred the day of the valve implant. The patient was declared brain dead and died four days later. Computed tomography (CT) imaging, an echocardiogram and an angiogram were performed prior to the death and the valve and coronaries appeared fine. It was reported that the cause of the event is not known and may not be valve related, but an arrhythmia was assumed. Additional information was received to report the patient had a known history of arrhythmias; however, further details were not provided. Due to the arrhythmias, the valve was fully implanted supra-annular. While in the recovery ward, the patient was not on a monitor. The patient was found unresponsive, not breathing, and was then resuscitated. It was suspected the patient may have aspirated some vomit and asphyxiated. Subsequently, the CT, echocardiogram, and catheterization were performed and no issues with the valve or coronaries were observed. It is unknown if an autopsy was performed.